Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 50 mg/dl, loss of consciousness and a fall resulting in a "laceration over right [their] eyebrow" and a "rug rash on [their] chin"; cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.